Manufacturer narrative:
Based on the claims against the product, an investigation is in progress to determine the cause of this reported event. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the grip is dislodged from its normal position in the distal clevis. It is unable to identify any wire damage in the photo provided. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of a force bipolar instrument broke near the jaw due to an unidentified reason. The customer was unable to remove the instrument and removed the instrument with the trocar. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no abnormality. The customer was not able to remove the instrument due to misalignment of the jaw before the wire was completely cut off. No arcing was observed. The instrument jaws were not stuck on tissue when the issue occurred, and no port incisions were enlarged to remove the trocar. The instrument was not in strong grip mode at the time of event and did not collide with other instruments or tools during use. It was confirmed that no fragment fell inside of the patient. There were no reports of patient injury or harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. Common causes of the failure mode frayed - distal instrument grip cables are attributed to a component failure. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.